Manufacturer narrative:
Findings: pump received with blank display due to moisture damage on electronics assembly. Unable to perform any tests due to blank display. Pump received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, and minor scratches on display window noted.

Event description:
The customer reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose at time of incident was 130 mg/dl. The customer reported that the device was exposed to fresh water. Customer was in the white water rafting. Customer pump is vibrating without an alarm or alert. Customer stated the pump display went blank immediately after pump exposure to moisture. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that we are sending replacement pump.